Event description:
It was reported that during the closure of the percutaneous catheter ablation procedure, versacross steerable sheath was selected for use. It has been mentioned that after the procedure was completed the irrigation port got separated. No troubleshooting steps have been mentioned. The procedure was completed successfully by using the original device. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. That the issue occurred outside the patient body after the procedure was completed. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of broken stopcock was confirmed based on the media provided.

Event description:
It was reported that during the closure of the percutaneous catheter ablation procedure, versacross steerable sheath was selected for use. It has been mentioned that after the procedure was completed the irrigation port got separated. No troubleshooting steps have been mentioned. The procedure was completed successfully by using the original device. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. That the issue occurred outside the patient body after the procedure was completed. No other issue has been reported.